Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that a blood leakage was occurred at dialysis lock valve after two hours of the start of cardiopulmonary bypass. No harm or death to any person was reported. Since the complaint was occurred during treatment, and a blood leakage was occurred, the complaint is reportable. The reported product had exceeded its shelf life on 2025-06-23, prior to its use during treatment. Furthermore, the company holding the market authorization for the product confirmed that, following retrieval from the customer, the oxygenator successfully passed a leakage test at 100 kpa without any evidence of leakage. The instruction for use of the product includes below warning for the shelf life: the use of non-sterile or defective devices can result in infection of the patient, user and third parties. - only use the device if it is sterile. - do not use the device if it or the sterile packaging is damaged. - observe the use-by date on the packaging.- always observe strict asepsis when handling the device. Resterilization can damage the device. This can lead to inadequate patient support and infection of the patient, user and third parties. - do not resterilize the device. - do not use resterilized devices. Further, the production history records (dhrs) of the affected quadrox-I small adult with lot# 3000318394 was reviewed on 2025-03-10. According to the DHR results, the product quadrox-I small adult passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Based on the available information, the exact cause of the reported failure, ¿leakage at the dialysis lock valve,¿ could not be determined. However, it may be associated with the use of a product beyond its shelf life. Since the device passed the related company¿s "jms co." Leakage test after retrieval from the customer and no leakage was observed, the complaint could not be confirmed. The customer will be informed by getinge sales & service representative. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a blood leakage was occurred at dialysis lock valve after two hours of the start of cardiopulmonary bypass. No harm or death to any person was reported. Since the complaint was occurred during treatment, and a blood leakage was occurred, the complaint is reportable. Complaint (B)(4).